Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with concurrent glucose readings of 75 mg/dl on the pump and 89 mg/dl by fingerstick, and persistent values in the 60¿80 mg/dl range despite treatment with 15 g of fast-acting carbohydrates per the 15-minute rule. Symptoms included hypoglycemia requiring oral glucose. Outcomes included recovery to 108 mg/dl by fingerstick and no alerts or alarms reported. Troubleshooting and education were provided, including guidance to continue carbohydrate treatment per protocol and not to pause insulin delivery. Investigation included customer service review and user coaching. Investigation of this case revealed no device alarms and no confirmed device malfunction; the event was categorized as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.